Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that very difficult removal requiring medical officer intervention to remove silicone ribbed indwelling catheter and significant trauma to the top of the penis (swelling ++) both doctor and staff documented that there was a large rib noted at the balloon site of the catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A review of the risk document was performed for this investigation. The reported event is addressed and the residual risk for this event is low. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿inadequate material selection". However, there was insufficient information to confirm this potential root cause. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: visually inspect the product for any imperfections or surface deterioration prior to use. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that very difficult removal requiring medical officer intervention to remove silicone ribbed indwelling catheter and significant trauma to the top of the penis (swelling ++). Both doctor and staff documented that there was a large rib noted at the balloon site of the catheter.